Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) started experiencing infection as the pump eroded through the scrotum. A revision surgery was performed and ipp was replaced with tactra. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.